Event description:
It was reported that intermittently the system would not turn on. No pt injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty on/off switch. System operates as intended.